Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The device's expiration date is august 2006. It was reported that a patient underwent placement of a trapease vena cava filter. According to the information provided the filter malfunctioned and caused injury and damages to the patient, including, but not limited to, extensive thrombosis below the filter, extending from the inferior vena cava (ivc) to the femoral veins and popliteal vein, which had caused extensive retroperitoneal inflammatory changes in the ivc and aorta, extending into the lower quadrant bilaterally and causing a small degree of free fluid in the lower quadrant. Additionally, the patient is reported to have experienced clotting, post implant pulmonary embolism (pe), occlusion of the ivc, filter embedded in the wall of the ivc, filter is unable to be retrieved although there have been no known recorded retrieval attempts, and the patient is reported to continue to experience anxiety related to the device. The indication for the filter implant was deep vein thrombosis (dvt) with sub-therapeutic and suboptimal anticoagulation. The device was implanted via the right common femoral vein and successfully deployed in the infrarenal ivc without incident. The medical record noted that there was no evidence of caval thrombosis. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ¿filter embedded in wall of the ivc¿ and retrieval difficulty, could not be confirmed and could not be further clarified at this time. The reported event notes implantation of the filter on or about (B)(6) 2004; however, the attempted retrieval date or an actual attempt at retrieval, is unknown at this time. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. With the limited information provided it is not possible to determine what factors may have contributed to the reported events; however, the report of the device being embedded may be related to the body¿s natural tendency to endothelialize a foreign object, although without procedural films or post implant imaging it is not possible to determine what factors may have contributed to the reported events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal team, the plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, extensive thrombosis below the filter, extending from the ivc to the femoral veins and popliteal vein, which had caused extensive retroperitoneal inflammatory changes in the ivc and aorta, extending into the lower quadrant bilaterally and causing a small degree of free fluid in the lower quadrant. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.   The device was not returned for analysis.   A device history record (DHR) review could not be conducted as the sterile lot number was not provided.   Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported inflammation experienced by the patient could not be confirmed and the exact cause could not be determined.  Thrombus in the filter or inflammation does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication. Factors that may have influenced the event include patient, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, extensive thrombosis below the filter, extending from the ivc to the femoral veins and popliteal vein, which had caused extensive retroperitoneal inflammatory changes in the ivc and aorta, extending into the lower quadrant bilaterally and causing a small degree of free fluid in the lower quadrant. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.